Event description:
Tandem x2: tslim insulin pump will not hold charge for more than 24 hours after fulling charging. Pump is not giving 20% battery notice, gives 1% and then turns off leaving user without charger readily available at all times (ex: when not near electricity). Difficulty controlling blood glucose in setting of inconsistent insulin pump use. Refer to additional documents in i2k.